Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they felt the device went off. The patient was using their cell phone and then they were jolted. Follow up with the physician's office indicated that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD). The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.